Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized and the physician wanted the patient to undergo an magnetic resonance imaging (MRI) scan. Several interrogation attempts were made, including the use of two different models of programmers, two different s-ICD tablets, and 2 different wands to interrogate the s-ICD, prior to the MRI scan, but all were unsuccessful. Technical services (ts) was contacted and provided the boston scientific representative additional troubleshooting measures. One troubleshooting measure taken, included placing a magnet over the device, which was suppose to emit beeping tones, but the tones were not heard. Subsequently, the patient underwent the MRI scan and another attempt to interrogate the device was made post scan. The boston scientific representative was able to interrogate the device, but upon interrogation, received a message on the programmer screen indicating the programmer was unable to retrieve the patient information when attempting to connect. Two different model programmers were used yielding the same message. Additional troubleshooting measures were taken, but still unsuccessful. The patient was scheduled for a device change out procedure. During the device change out procedure, a third attempt to interrogate the device was performed and unsuccessful. Ultimately, the physician elected to explant the s-ICD device due to the inability to assess device function via the programmer. The device was replaced and retuned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized and the physician wanted the patient to undergo an magnetic resonance imaging (MRI) scan. Several interrogation attempts were made, including the use of two different models of programmers, two different s-ICD tablets, and 2 different wands to interrogate the s-ICD, prior to the MRI scan, but all were unsuccessful. Technical services (ts) was contacted and provided the boston scientific representative additional troubleshooting measures. One troubleshooting measure taken, included placing a magnet over the device, which was suppose to emit beeping tones, but the tones were not heard. Subsequently, the patient underwent the MRI scan and another attempt to interrogate the device was made post scan. The boston scientific representative was able to interrogate the device, but upon interrogation, received a message on the programmer screen indicating the programmer was unable to retrieve the patient information when attempting to connect. Two different model programmers were used yielding the same message. Additional troubleshooting measures were taken, but still unsuccessful. The patient was scheduled for a device change out procedure. During the device change out procedure, a third attempt to interrogate the device was performed and unsuccessful. Ultimately, the physician elected to explant the s-ICD device due to the inability to assess device function via the programmer. The device was replaced and retuned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed tool marks on the case. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Analysis concluded this to be consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD.